Event description:
The customer reported via phone call that he had a blood glucose level over 400 mg/dl prior to the call. The customer reported that the night before the call, he was treating his blood glucose level by bolusing, but it remained high. The customer also reported that he had two no delivery alarms during priming. Blood glucose level at the time of the call was 347 mg/d. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.